Event description:
Additional information was received. It was reported that electrode three was causing an open circuit.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Information was received by a manufacture representative and a trial patient for an explantable neurostimulator (ens). Manufacture representative reported a screen 59 (settings not available) on programs 1 (0- 3+), 2 (2- 3+) and 4 (0+ 3-). Representative already wiped down and dried off the twist lock cable and made sure everything was secure and tried a different ens with no resolution; the first ens was used. It was advised to decrease amplitude to 0.0ma and increase amplitude to effect on the ens. An open circuit was considered. The connection of perc extension and twistlock were checked and seated properly. The twistlock was changed out, but the screen 59 issue was still present. 0-3 was tested again and got screen 59 at 0.2 ma. 1-2 combination was tested again and manufacture representative was able to increase to 0.9 ma and patient felt stimulation. It was reviewed that the issue was most likely with the lead, but there's no way of telling if the problem isn't the extension. It was reviewed to leave everything as is and continue trial without using contact 3 or consider replacing the lead to ensure that contact 3 can be used for programming. Patient reported a loss or change of therapy. Caller says the trial is not helping a whole lot, but the patient said they got some relief. Patient reported leakage is the same or worse and is going to the bathroom the same (less than an hour apart and 50-60 ml at a time). Patient was on 1.2v, but increased stimulation to 1.9v. It was advised to have the patient call back if it does not get better. Patient went to the doctor on (B)(6) 2017.

Manufacturer narrative:
Product ID: 3889-28, serial# (B)(4), product type: lead.

Event description:
Serial numbers of the lead was obtained.